Event description:
Dexcom g7 ios app on iphone... High sugar alert did not use the phone's increased volume level it was set at to sound the alert. On the g7 app you have 2 options related to sounding an alert... First is to sound the alert regardless of phone settings. I usually keep my alerts on this one so in case my phone is set to silent I'll still get an audible alert for sugar levels. On this setting, with the g6 app you'd continuously get louder alerts from the app until you acknowledge the high or low reading. I expected it to be the same with the g7 app but it doesn't seem to care what volume my phone is set at. It played the alert at an extremely low volume level even though I had my ringtone and volume levels high. I also attempted to use the "match phone settings" option hoping that would get the alert to sound higher but it did not work either. At night, it is extremely necessary to have these alerts be played at a higher volume to help wake me up. The g6 app did it, I would expect the g7 app to do it as well. I'm not sure if it's an iphone ios issue, an app issue, or both. I contacted dexcom via email to go over what had been happening and I was told to purchase a third party device to sound an alert for me since their app couldn't do it properly. Not to mention that most of if not all of the third party devices require an internet connection to communicate blood sugar levels. If there's no connection, there is no readings. It is not a 100% failsafe solution. I took screenshots of my sugar readings over the high threshold along with my volume settings at the time of the alert failure/bug. I have seen others complain about the same thing and receive the same answer. Dexcom seems to refuse to look into it further. Whether it stops at customer service or actually reaches the technical team and they either don't know what's causing it or don't think it's an issue. I have had the same thing happen with low alerts as well which is even more frightening. If it happens again, I will document that as well.